Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient was hospitalized due to ketoacidosis and faced five bent cannula event on (B)(6) 2026. Blood glucose level was 395 mg/dl at the time of event and patient was treated with intravenous syringe. Patient also had symptoms of nausea, abdominal pain and headache. Length of hospitalization was for one day. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 3 of 5.